Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll united kingdom for evaluation and the device performed to specification. The customer had pediatric pads attached to the device, causing the device to exhibit a red x condition. This is normal operation of the device. The device is designed to be stored with adult pads attached. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.